Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Final analysis of the pump revealed no anomaly found. Final analysis of the returned catheter segment revealed sc connector tear in seal near guide ring.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2013. Per the reporter, the cause of death was not device related; the patient had been on hospice care and it was believed that the pump had been turned off. The device system was used to deliver dilaudid.

Manufacturer narrative:
Corrected information: further analysis determined that the tear in the seal near the guide ring of the sutureless connector was not significant to the catheter¿s in-vivo performance.

Event description:
Corrected information/additional information: the patient died from malignant cancer. The pump had been turned off. There was nothing wrong with the device; it was the choice of the patient to have it turned off.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.